Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net. The transmission showed that the implantable cardiac monitor (icm) exhibited unspecified oversensing and under-sensing resulting in inappropriate atrial fibrillation episodes being detected. The patient was in stable condition.